Event description:
Coopervision was made aware that a patient developed corneal ulcer in the left eye. Tobradex was prescribed with aggressive dosages. Patient outcome: eliminated corneal ulcer.

Manufacturer narrative:
The association between coopervision lenses and the incident is unconfirmed.